Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was emitting unspecified call service alarms. No further information was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/27/2015 with the following findings:a review of the black box and alarm history did not indicate any unusual errors, alarms, or warnings. The pump powered on normally and successfully completed ezprime steps with no errors, alarms, or warnings occurring. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. The pump casing was removed and no internal defects were found. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).